Manufacturer narrative:
(B)(4). The customer returned one loose clip from one unit of 544243 hemolok l clips 3/cart 42/box for investigation. The loose clip was visually examined with and without magnification. Visual examination revealed that the loose clips had both pierced bosses broken off. The sample appeared used as there was biological material on the clip. R & d engineering was consulted for this complaint issue. The sample was further inspected by r & d engineering under a scanning electron microscope (sem). According to r & d, the root cause for the broken pierced bosses could not be conclusively determined. It is possible that the bosses broke due to improper loading or by using damaged/misaligned appliers, but this could not be confirmed. The appliers were not returned for investigation. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." In summary, the reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. One loose clip was returned with broken pierced bosses. The sample was further inspected by r & d engineering under a scanning electron microscope (sem). According to r & d, the root cause for the broken pierced bosses could not be conclusively determined. It is possible that the boss broke due to improper loading or by using damaged/misaligned appliers, but this could not be confirmed. It is unknown how the returned clips were handled during use and the appliers were not returned for investigation. Therefore, based upon the damage observed and the information provided, the root cause could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
14 mar 2022,the clip will not lock and found no locking. Not used on the patient.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73f2100965 investigation did not show issues related to the complaint.

Event description:
(B)(6) 2022, the clip will not lock and found no locking. Not used on the patient.